Manufacturer narrative:
Upon further investigation, the device evaluation has been updated to better reflect the root cause of the reported event. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device made an unusual noise and was smoking. Therefore, the reported condition was confirmed. It was determined that this was due to a broken drive shaft. The assignable root cause was determined to be due to component damage from misuse, abuse and/or user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device made an unusual noise and was smoking. Therefore, the reported condition was confirmed. It was determined that this was due to a broken drive shaft. The assignable root cause was determined to be due to normal wear and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the motor device was very loud. There were no delays to the surgical procedure as an identical spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.